Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value. The tracer registration used by the site was reviewed by medtronic personnel. It was found that the pattern included regions below the eye and that the image did not include the ears, additionally it was noted that the image was cut off at the forehead. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Patient information not provided due to finnish patient privacy regulations. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was noted following registration. It was reported that the instruments were not accurate on known anatomical landmarks. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.